Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple weeks of implant, the patient developed both a hematoma and an infection at the implant site. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.